Manufacturer narrative:
Section b5: previous driveline fault event was reported under MFR # 2916596-2020-05470. Manufacturer investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified a compromised driveline that could have resulted in the reported driveline faults and low speed event. The driveline faults and low speed event were confirmed through the evaluation of the submitted log file. (B)(6) was returned with the driveline severed 6¿ from the pump housing, and the 27¿ distal portion was returned. A previous percutaneous (perc) lead repair was observed on the driveline, 16-20¿ from the metal connector (reference MFR # 2916596-2020-02692). The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned portions of the driveline was conducted which revealed a discontinuity in the orange wire. The remainder of the wires were intact. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. A previous percutaneous lead repair was observed on the driveline, 16-20¿ from the metal connector. The silastic layer was unremarkable. The silicone sleeve was removed, and the examination of the bionate revealed brown discoloration and a bend in the driveline from 19-22¿ from the connector. The bionate was removed and areas with major shield breakdown were noted 19-22" from the metal connector. The shielding was removed, and visual examination of the underlying wires revealed a full fracture in the orange wire 22¿ from the connector. The inner conductor of the orange wire was exposed. The conductor breakdown on the orange wire appeared to be due to repetitive flexing in this location. The fracture was on the proximal end of the driveline repair on the original perc lead. Microscopic examination revealed no evidence of damage to the remainder of the wires. The returned portions of the driveline were submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test confirmed the current leakage in the insulation of the orange wire of the driveline. No additional breaches were found in the remaining wires. The low speed operation observed within the log file would have resulted if the exposed conductors of the orange wire made contact with the metal braided shield, resulting in a short to shield. The recorded driveline fault alarms would have resulted from the observed conductor breakdown in the orange wire, which is consistent with the log file findings. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02oct2014. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2020-05658. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to an ongoing driveline fault with observed speed drop to below the low speed concerning for short-to-shield. Per logfiles, two (2) damaged wires were noted.